Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in unspecified vessel. A 28 x 2.25 promus premier¿ stent was selected however when the device was checked, it was noted that the stent was lifted. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).